Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The patient's husband reported the following information: "the patient has her tube replaced approximately every 6 months at (B)(6) clinic in (B)(6). During a replacement procedure on (B)(6) 2016, the tube would not come out. The physician had to pull it out. This caused bleeding and pain. The patient was still experiencing bleeding and pain on (B)(6) 2016. The patient reported on (B)(6) 2016 that she is still sore and bleeding a little. A section of the device did not remain inside the patient's body. No additional procedures have been reported due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the documentation, instructions for use (IFU) and quality control was conducted during the investigation. The device is shipped with an IFU that gives instructions for proper use, placement and exchange of gastrojejunostomy catheters. The complaint device was not returned therefore, no physical examinations could be performed. The lot number of the device was not supplied a complaint history, non-conformances and device history records could not be reviewed. Although the exact root cause of the reported event could not be determined since the device was not returned for evaluation and the product lot number was not provided, the cook director of clinical support and logistics discussed the retention mechanism of the ult -/- gjs tube with the patient¿s spouse and the necessity to sometimes withdraw the catheter without the ¿malecot¿ arms fully reduced. Recommendations for future exchanges were also discussed including rotating the tube slightly to prevent adherence of the catheter to the stomal wall and to apply a water soluble lubricant to the external stoma to prevent it from drying out and to request the clinician to use a water soluble lubricant at the stomal site prior to removing the current catheter to aid in reducing any catheter on stoma friction. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
The patient's husband reported the following information: "the patient has her tube replaced approximately every 6 months at (B)(6). During a replacement procedure on (B)(6) 2016, the tube would not come out. The physician had to pull it out. This caused bleeding and pain. The patient was still experiencing bleeding and pain on (B)(6) 2016. The patient reported on 15apr2016 that she is still sore and bleeding a little. A section of the device did not remain inside the patient's body. No additional procedures have been reported due to this occurrence. Additional information: follow-up call with the husband on 25 july 2016 by the clinical support and logistics director reported: the husband reported he believed the clinician had difficulty removing the tube. This was his wife's first experience with a ult_gj tube, typically other types of percutaneous tubes were used. The tube was replace with the same type through the stoma without any incident other than minor bleeding and pain at the stomal site. The bleeding was minimal and stopped after several days along with the discomfort from the exchange procedure. The patient is no longer having and issues with the new tube. The following recommendations were made to husband: during routine catheter/stoma maintenance, rotate the tube slightly to prevent adherence of the catheter to the stomal wall. Apply a water soluble lubricant to the external stoma to keep it from drying out. For the next removal, request that the clinician use a water soluble lubricant at the site prior to removing the current catheter to aid in reducing any catheter on stoma friction.